Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no communication established with either the patient programmer, recharger, or physician programmer. The last successful charge session was asked but unknown as the patient thought that they had been charging since they received a replacement antenna in (B)(6) 2015. The antenna locate feature was used and at one point the range was between 48 and 62. A physician mode recharge (pmr) was started. It was reported that the manufacturer representative would continue the pmr to try to pull the battery out of overdischarge. It was later reported that 2 pmr sessions were performed and the manufacturer representative was not seeing the normal charging screen. It was confirmed that the device was not flipped by an x-ray. The patient had thick scar tissue along the incision line. The last successful recharge was then reported to be (B)(6) 2015. It was originally reported that a ¿3rd overdischarge¿ was being performed with about 32 minutes left; however, this was clarified to mean that the third pmr session was being performed with 32 minutes left. No third overdischarge was reported. It was later reported that by (B)(6) 2016 the pmr was successfully performed and the battery was brought back into service. The patient reported that the device was currently charged ¾ full. Additional information received reported that the patient had their rechargeable implantable neurostimulator (ins) explanted and the physician implanted a prime cell ins. The patient was scheduled for a replacement due to an overdischarge. There were no patient symptoms reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.